Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to the patient experiencing endocarditis, the cardiac resynchronization therapy pacemaker (crt-p) system was removed and not replaced. No further patient complications have been reported as a result of this event.